Event description:
This (B)(6) male underwent heart transplant on (B)(6) 2011. Postoperatively, the pt required placement on ECMO which was subsequently exchanged with a centrimag bivad placed in the operating room on (B)(6) 2011. That evening the pt developed bleeding from his chest necessitating return to the operating room. On arrival to the operating room, it was noted that there was air in the lvad pump. The lvad was stopped and cardiopulmonary bypass was established with the right atrial and aortic cannulas. The left atrial cannula was removed; a tear was identified in the la cannula. Despite de-airing of the heart and hemostasis, the pt subsequently expired.